Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, and no delivery. There was no excessive no delivery alarm noted. The insulin pump was received with minor scratched lcd window.

Event description:
It was reported that the customer received excessive no delivery alarms. Customer's blood glucose level at the time 284mg/dl. Customer declined troubleshooting, and requested to have their insulin pump replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.